Manufacturer narrative:
The impella pump investigation is not possible, and further details are not forwarded. No account can be followed up with for clinical details by the physician/team.

Event description:
A maude database search of MDR reporting against tavr products involving the impella device was completed on (B)(6) 2023. This complaint indicates the impella device may have been a factor the migration of the patient's tavr, and may have occurred during impella delivery: "approximately 10 days post implant of a 29mm sapien 3 valve in the aortic position, the valve migrated and severe paravalvular leak (pvl) was noted. A decision was made to implant a 2nd sapien 3 valve. The initial valve was implanted was reported as very low approximately (30:70) aortic/ventricle, however only trace pvl was noted. The gradient decreased from 18. 6mmhg to zero post gradient. No post dilation was required. The patient was stable when transferred for post management care. As reported, while the patient was in ICU the patient condition declined and required chest compressions and an impella device insertion. Per report, the physician indicated that the valve migration was most-likely due to the chest compression and the placement of the impella device."